Event description:
The customer was reported being at the emergency room due to high blood glucose. The customer stated that her glucose level was high due to a bent cannula. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.